Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. B5: describe event or problem field. D6a: implant date.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardiac resynchronization therapy pacemaker (crt-p) entered in safety mode. No other information was provided. No adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker entered in safety mode. No other information was provided. No adverse patient effects were reported.